Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was a problem with the set screw on the right ventricular port of the device header. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a loose/detached set screw, a missing set screw, and a set screw with a rounded socket. If information is provided in the future, a supplemental report will be issued.